Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to an unknown reason. The rv lead was capped, and the crt-d was explanted. No additional adverse patient effects were reported.